Event description:
It was reported that a user¿s dexcom g7 sensor session transitioned into blood glucose run mode and subsequently failed to pair with the ilet, after which the dexcom menu prompted to start a sensor again; the user reentered the original sensor code, noted a blood glucose of 217 mg/dl that was entered into the ilet, and then initiated a new g7 sensor with a different code, which proceeded into warmup. Symptoms included hyperglycemia based on the reported value. Outcomes included no reported adverse effects, no ketone testing, and no need for medical or third-party assistance. Investigation included customer guidance, reattempted pairing, and replacement sensor initiation with recommendation to contact dexcom for sensor replacement. Investigation of this case revealed a pairing failure between the cgm and the ilet with the original sensor session, with successful initiation of a new sensor session thereafter, indicating a probable sensor session or communication fault on the cgm side rather than an ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm communication or session error leading to unsuccessful pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.